Manufacturer narrative:
This report is filed on august 31, 2016.

Event description:
Per the clinic, the patient experience poor performance with device use post MRI, subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed september 30, 2016.